Event description:
It was reported that a customer experienced a decreased battery life in their insulin pump, requiring charging every 2 to 3 hours compared to the previous longer duration. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to follow up with the customer via email and phone, but lacked further information on the event. The case was closed after unsuccessful contact attempts.